Event description:
It was reported that this lead exhibited high out of range pace impedance measurements. Technical services (ts) discussed evaluating the lead integrity as therapy may be affected due to a lead issue. Additional information is pending regarding this case. No adverse patient effects were reported. This lead remains implanted.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.